Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an nuisance alarm (constant beeping) was not determined because no products or device logs were returned.

Event description:
It was reported that when the clinicians "run oxytocin with the provided IV line (ref (B)(4)), which is a primary IV line, the pump constantly beeps due to the line being too long and not enough pressure when we are starting a 2mu (dose of oxytocin)". The customer stated that they "need another IV line (like a basic infusion line) that is not as long to run our oxytocin for induction." This was reported to bd clinical consultant during site visit. Bd clinical consultant discussed with bd account representative for this facility and a product has been identified as an alternative that meets to the facility's approved disposables list. Per report, ref (B)(4) will be communicated to customer as alternative option. There was patient involvement but no harm.

Event description:
It was reported that when the clinicians "run oxytocin with the provided IV line (ref (B)(4)), which is a primary IV line, the pump constantly beeps due to the line being too long and not enough pressure when we are starting a 2mu (dose of oxytocin)". The customer stated that they "need another IV line (like a basic infusion line) that is not as long to run our oxytocin for induction." This was reported to bd clinical consultant during site visit. Bd clinical consultant discussed with bd account representative for this facility and a product has been identified as an alternative that meets to the facility's approved disposables list. Per report, ref (B)(4) will be communicated to customer as alternative option. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.